Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported while programming the pcu to infuse a new bag of propofol the pcu device shutdown. The clinician scanned the propofol and the device confirmed the new bag. When the clinician went to verify the rate/dose with the second clinician, the clinician noticed the channel was no longer showing the propofol rate and displayed a green line on the screen. The clinician then pressed the start button and the screen froze. The clinician had to move the infusion and manually programmed the device. There was patient involvement, but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: describe event or problem. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of a pcu shutting down unexpectedly is being attributed to a depleted battery as shown in the pcu event log. No devices were returned for investigation; therefore, an external and internal inspection was unable to be performed. Review of the suspect pcu error log showed no records associated with the reported issue. The review of suspect pcu event log showed that on 12dec2025 at 6:04 pm, a remote IV message was received for a propofol infusion with a rate of 0ml/hr expected 18.87ml/hr, but the pump didnt accept the infusion), a volume to be infused (vtbi) of 100ml. The system displayed an error message: pro_pcu_not_programable. At 8:13 pm, the system was disconnected from ac power. On 13dec2025 at 12:16 am, the system alarmed for low battery. At 12:40 am, the system alarmed for very low battery. At 1:35 am, the system shut down from low battery. The bd alaris system user manual v12.3.2 contains the following regarding battery charging: the battery is intended as a backup system. Leave the power cord connected to an external hospital grade ac power source whenever available. If the device has been used on battery power, ensure that the battery is fully charged prior to using the device on battery power again. To fully charge a depleted battery connect the device to a hospital grade ac power source for 16 hours. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of the pcu unit shutting down unexpectedly is being attributed to a depleted battery due to not being plugged into ac. Note that this report lists imdrf annex a040502, g02017, c0503, d08 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an unexpected pump shut down. Per report, while programming the pcu to infuse a new bag of propofol, the device unexpectedly shut down. When the propofol was scanned the device confirmed the new bag. During verification of the rate and dose, the channel no longer displayed the propofol rate and instead indicated a green line. When the start button was pressed, the screen froze. A second device was obtained to continue the infusion. There was patient involvement, but no harm.